Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the health professional reported frozen cgm values. The sensor was inserted on (B)(6) 2018. Reportedly, the patient was under 2 years of age. Reportedly, patient wore sensor during an MRI. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. Labeling indicates: remove the dexcom g4 platinum sensor, transmitter, and receiver before magnetic resonance imaging (MRI), computed tomography (CT) scan, or diathermy treatment. The device is mr unsafe. Do not bring any portion of the device into the mr environment. The dexcom g4 platinum system has not been tested during MRI or CT scans or with diathermy treatment. The magnetic fields and heat could damage the device so that it might not display sensor glucose readings or provide alerts, and you might miss a low or high blood glucose value.